Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient reports after taking prescribed steroids for a back injury their blood glucose level had rose to 700 mg/dl. The patient removed the pod and applied a new pod. Once at the hospital the patient was treated with intravenous fluids as well as insulin. The patient was prescribed zofran for nausea as well as pain medication.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.